Manufacturer narrative:
Root cause: the true root cause of the reported issue is unable to be determined due to a lack of sample. Potential root causes have been identified but are not limited to the following: failure to follow the instructions for use or 2) vendor component failure. Corrective action: due to the investigation and root cause determination, a corrective action has not been taken. Investigation summary an internal complaint ((B)(4)) was received that a wound dressing (part number 46-907) was breaking apart during a dressing change. The finished good and reported lot number contain product from rynel. However, a sample was not available for return, and without a sample, the reported incident could not be confirmed as being vendor related. Representative samples of the product were evaluated, but the reported issue could not be confirmed. The work order of the reported lot number (36127054) was reviewed for discrepancies that may have contributed to the reported issue. None were identified. The 2014-2016 supplier corrective action request and supplier notification letter logs were reviewed for similar complaints. No similar complaints were identified. (B)(4). Deroyal will continue to monitor postmarket feedback and will recognize in the future if a trend develops. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. The investigation is complete. If new and critical information is received, this report will be updated. Device discarded by user.

Event description:
The white foam was breaking apart in the wound during dressing change. The product was being used with a negative pressure wound therapy pump. The foam ultimately was removed and no patient injury reported.